Event description:
It was reported the patient experienced heating sensation at the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A patient experiencing a heating sensation at the ipg site was reported to abbott. In an update it was reported the patient had a revision where the pocket was relocated on 11may2023. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein the ipg was explanted, relocated and replaced to address the issue.